Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to trigger a battery depletion (bd) alert. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis, as decided by the physician.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.